Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted on march 22, 2001, displayed an elective replacement indicator (eri) on february 28, 2004. There is a concern that the battery depleted earlier than expected.